Manufacturer narrative:
Patient information has not been provided. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.

Event description:
A medtronic representative reported that, when navigating in the system software, the system spontaneously rebooted. The medtronic representative stated that after the reboot happened, the system functioned normally. The surgeon completed the procedure with the use of the navigation system. There was no known impact on patient outcome.

Manufacturer narrative:
This issue has been added to a software anomaly tracking database for monitoring. Reinstalling the software resolved the issue onsite. No further subsequent issues reported.